Manufacturer narrative:
(B)(4). Result: the analysis results showed that an ecr45b cartridge reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The staples were not deployed into the tissue, but the device cut. The staples were left in the open position in the cartridge. The surgeon recognized that something was wrong during the firing so the hepatic vein was clamped on both sides of the jaws prior to releasing; no bleeding occurred and the vein was ligated with suture. The stapler and cartridge are being returned; the pse45a was used for the remainder of the case, so the cartridge in the jaws is not the cartridge of issue. The sales rep believes that it was a cadaveric liver transplant and the issue occurred on the recipient.

Event description:
It was reported that during a liver transplant procedure, on the first fire with the blue reload, across the hepatic vein. The stapler and reload cut but did not staple. The staples were left in the open position. Case completed by suturing the hole left in the vein. There were no patient consequences reported.